Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the manufacturing process. This event can not be confirmed; the subject device was not returned for evaluation.

Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated inside the patient. The physician inserted the guide wire inside the patient and advanced the guide wire forward into the patient's left arterial descending. The physician then inserted a catheter and advanced it forward over the guide wire. The physician performed the intervention. The physician attempted to pull back on the catheter and pinched the guide wire but the tip of the guide wire separated from the shaft and remained inside the patient's left arterial descending artery. The physician inserted a whisper guide wire and was able to successfully retrieve the separated tip of the guide wire and removed it from the patient. The patient is reported to be fine. The device was discarded and not returned for evaluation.